Event description:
A customer contacted beckman coulter inc. (Bec) stating that fluid was sprayed inside the unit while attempting to troubleshoot a failed startup on the coulter lh 750 hematology analyzer. The customer called bec cts (customer technical support) reporting an intermittent problem with the hemoglobin (hgb) parameter failing with dashes as results. Cts suggested cleaning and cleaching the apertures and adjusting the hgb lamp. Upon callback, customer reported that the instrument was spraying inside the unit. The spray was contained inside the unit. The customer was wearing personal protective equipment (ppe) at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(6) 2011 and found that the tubing at vent line had popped off causing clenz (cleaner) to sray inside the instrument. Fse replaced the tubing and verified repairs per established procedures. The root cause for the leak is attributed to the tubing at the vent line that had popped off. The bec internal identifier for this event is (B)(4).